Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6 - adverse event problem - corrected medical device problem code to reflect lead fracture. The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-04675. It was reported that the patient's leads had all high impedances. In turn, surgical intervention may take place to address the issue.